Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("excruciating pelvic pain"), menorrhagia ("abnormal bleeding (menorrhagia ,vaginal bleeding)") and genital haemorrhage ("heavy abnormal bleeding") in a 32-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she didn¿t underwent essure confirmation test." The patient's past medical history included gravida ii and parity 2. Previously administered products included for anxiety: cymbalta, cipro and macrobid; for difficulty breathing: trimox and amoxicillin; for an unreported indication: benadryl. Past adverse reactions to the above products included chest pain with cipro; and urticaria with amoxicillin and trimox. Concurrent conditions included ovarian cyst, perineal pain, diarrhea, stomach cramps, vaginal bleeding, penicillin allergy, chest pain, nonsmoker, malignant neoplasm of cervix uteri, post coital bleeding, vaginal disorder, cryocautery of cervix and low grade squamous intraepithelial lesion. In (B)(6) 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal ,menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue "). On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("abdominal pain, severe cramping,lower abdominal and lower body"), adnexa uteri pain ("right ovary pain"), vulvovaginal pain ("vaginal pain"), dyspareunia ("dyspareunia(painful sexual intercourse)") and pain ("pain in lower body parts"). The patient was treated with ibuprofen, surgery (hysterectomy (uterus 2013: left ovary/left tube/essure removed; 2016: cervix/right tube removed),) and surgery (ablation in (B)(6) 2009). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia, genital haemorrhage, abdominal pain lower, vaginal haemorrhage, dysmenorrhoea, adnexa uteri pain, vulvovaginal pain, dyspareunia, fatigue and pain outcome was unknown. The reporter considered abdominal pain lower, adnexa uteri pain, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, pain, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure. Diagnostic results: normal placement of the essure device bilaterally. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 9-aug-2018: pfs received- new event dyspareunia (painful sexual intercourse), fatigue, pain in lower body parts and she didn¿t underwent essure confirmation test were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("excruciating pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure inserted. In 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal ,menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain, severe cramping,lower abdominal and lower body"), menorrhagia ("abnormal bleeding (menorrhagia ,vaginal bleeding)"), adnexa uteri pain ("right ovary pain") and vulvovaginal pain ("vaginal pain"). The patient was treated with ibuprofen, surgery (hysterectomy (uterus- 2013-left ovary/left tube/essure removed 2016-cervix/right tube removed) and surgery (ablation in (B)(6) 2009). Essure was removed in 2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea, adnexa uteri pain and vulvovaginal pain outcome was unknown. The reporter considered abdominal pain, adnexa uteri pain, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on (B)(6) 2018: new events added- abnormal bleeding (vaginal, menorrhagia) and dysmenorrhea (cramping), right ovary pain , vaginal pain. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("excruciating pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a 32-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii and parity 2. Previously administered products included for anxiety: cymbalta, cipro and macrobid; for difficulty breathing: trimox and amoxicillin; for an unreported indication: benadryl. Past adverse reactions to the above products included chest pain with cipro; and urticaria with amoxicillin and trimox. Concurrent conditions included ovarian cyst, perineal pain, diarrhea, stomach cramps, vaginal bleeding, penicillin allergy, chest pain, nonsmoker, malignant neoplasm of cervix uteri, bleeding, vaginal disorder, cryocautery of cervix and low grade squamous intraepithelial lesion. On (B)(6) 2007, the patient had essure inserted. In 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal ,menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain lower ("abdominal pain, severe cramping,lower abdominal and lower body"), menorrhagia ("abnormal bleeding (menorrhagia ,vaginal bleeding)"), adnexa uteri pain ("right ovary pain") and vulvovaginal pain ("vaginal pain"). The patient was treated with ibuprofen, surgery (hysterectomy (uterus 2013: left ovary/left tube/essure removed; 2016:cervix/right tube removed)) and surgery (ablation in (B)(6) 2009). Essure was removed in 2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain lower, vaginal haemorrhage, menorrhagia, dysmenorrhoea, adnexa uteri pain and vulvovaginal pain outcome was unknown. The reporter considered abdominal pain lower, adnexa uteri pain, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure. Diagnostic results: normal placement of the essure device bilaterally. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on (B)(6) 2018: medical records documents received, new reporter, patient demographic information, relevant history were added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("excruciating pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and abdominal pain ("abdominal pain, severe cramping"). The patient was treated with surgery (removal of one essure device (2014), second removal ((B)(6) 2016)). Essure was removed. At the time of the report, the pelvic pain, genital haemorrhage and abdominal pain outcome was unknown. The reporter considered abdominal pain, genital haemorrhage and pelvic pain to be related to essure. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 18-apr-2017: quality-safety evaluation of product technical complaint. Company causality comment: this case report was received from a lawyer on behalf of a female consumer/plaintiff who had essure (fallopian tube occlusion insert) inserted and developed excruciating pelvic pain and heavy abnormal bleeding. The device was surgically removed (2 surgeries required). These events are anticipated according to essure's reference safety information. During essure micro-insert therapy, pelvic pain and abnormal genital/uterine bleeding or spotting may occur. In this particular case, no alternative explanation was provided for the events. However, considering their nature and based on essure safety profile causality with the suspect insert cannot be excluded. This case was regarded as incident, since device removal was required. A product technical analysis was performed with neither complaint sample nor valid lot number. Thus, a product quality defect could not be confirmed but is considered plausible as it cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Further information will be obtained through the litigation process.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("excruciating pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who received essure. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient started essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and clinically significant/intervention required), genital haemorrhage (seriousness criterion medically significant) and abdominal pain ("abdominal pain, severe cramping"). The patient was treated with surgery (removal of one essure device (2014), second removal ((B)(6) 2016)). Essure was withdrawn. At the time of the report, the pelvic pain, genital haemorrhage and abdominal pain outcome was unknown. The reporter considered pelvic pain, genital haemorrhage and abdominal pain to be related to essure. Company causality comment: this case report was received from a lawyer on behalf of a female consumer/plaintiff who had essure (fallopian tube occlusion insert) inserted and developed excruciating pelvic pain and heavy abnormal bleeding. The device was surgically removed (2 surgeries required). These events are anticipated according to essure's reference safety information. During essure micro-insert therapy, pelvic pain and abnormal genital/uterine bleeding or spotting may occur. In this particular case, no alternative explanation was provided for the events. However, considering their nature and based on essure safety profile causality with the suspect insert cannot be excluded. This case was regarded as incident, since device removal was required. A product technical analysis is being performed. Further information will be obtained through the litigation process.